Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The device was bloody. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed tip damage (misshapen/tear). Inspection to the rest of the device found no other damage or defect to the device. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.

Event description:
Reportable based on device analysis completed on 20feb2020. It was reported that the guidezilla could not cross the lesion. The 90% stenosed, 15mmx3.5mm target lesion was located in the moderately tortuous and calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed tip damage (misshapen/tear).